Event description:
Device 3 of 3. Reference MFR. Report: 1627487-2013-13475 & 1627487-2013-134746. The pt has two leads from different lot numbers, reporting on both. It was reported the pt's scs system was explanted due to an infection. The pt's physician stated the pt's incision did not close properly and he noted some pus build up near the lead (off-label) incision site. Follow-up information identified the pt was treated with oral antibiotics and was doing better.

Manufacturer narrative:
Evaluation, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.